Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports that the needle on push button did not fully retract and employee was stuck accidentally. Information regarding intervention was not obtained. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that needle on push button did not fully retract and employee was stuck accidentally. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: needle on push button did not fully retract and employee was stuck accidentally.

Manufacturer narrative:
The following field was updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® push button blood collection set customer reports that the needle on push button did not fully retract and employee was stuck accidentally. Information regarding intervention was not obtained. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that needle on push button did not fully retract and employee was stuck accidentally. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes if yes¿detailed hazard including any medical intervention: needle on push button did not fully retract and employee was stuck accidentally. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports that the needle on push button did not fully retract and employee was stuck accidentally. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that needle on push button did not fully retract and employee was stuck accidentally. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes, detailed hazard including any medical intervention: needle on push button did not fully retract and employee was stuck accidentally.